Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned partially cycled; the cycle was completed in order to perform functional testing. A bag with one malformed clip was received along with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon testing, the device was cycled and it fed and formed three conforming clips; the instrument locked out as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During the analysis, the instrument did not jam as it was reported. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a lap cholecystectomy, a teardrop-shaped clip was formed at the 4th firing though the device functioned as intended until the 3rd firing. The device was used on the blood vessel. The device was fired for functionality out of the patient several times and all deployed clips were formed teardrop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.